Event description:
The customer stated while troubleshooting a cell-dyn 3200 analyzer, the customer was splashed in the eye and face with hgb lyse reagent. While troubleshooting the analyzer for rbc diluent syringe overpressure issues, tubing containing hgb lyse reagent popped off the analyzer causing the splash. The customer was not wearing goggles or a face shield at the time of the splash. The customer stated her eye felt irritated after the splash and she utilized the eye wash for 15 minutes. The customer stated she did not seek medical treatment because she felt no further irritation after using the eye wash. There was no further impact to the customer's health reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.